Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the adhesive allergic reaction. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was in the hospital for 5 days due to the omnipod training. On the last day of training, the patient developed an allergic reaction to the adhesive resulting in redness, irritation and bleeding. The pod was worn longer than 72 hours on the arm. The pateint was prescribed laroche lipikar baone ap+ creme, avene cicalfate spray and heel dermavell spray. Device was discarded.